Event description:
It was reported that during implant attempt, the lead tip dislodged without capture. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Event description:
It was reported that during implant attempt, the lead tip dislodged. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The study investigator noted relatedness to the procedure, and the event resolved without sequelae. The lead was noted to be part of the product surveillance registry.